Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and dried contrast in the guide wire lumen, which is consistent with the sds being at least partially advanced onto a guide wire. The undamaged stent implant was stationary on the tightly folded balloon and between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. A kink was noted in the soft tip distal to the clear gap. This damage was not observed during product inspection prior to use and thus, may have occurred from an interaction with the guide wire, during or after the procedural attempts to cross the lesion, or possibly as a result of packaging and shipment back to abbott vascular for analysis. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A mandrel was advanced through the sds and there was no resistance noted. A new guide wire was then backloaded through the sds and resistance was felt proximal to the proximal seal due to the dried contrast and blood. However, after the guide wire lumen was flushed with water, the contrast and blood dissolved, the sds could be advanced without resistance noted. Return of the guide wire used in the procedure may have assisted in the evaluation and determination of a cause of the resistance experienced. It is possible that the blood and/or contrast in the guide wire lumen may have contributed to the resistance experienced, although a conclusive cause cannot be determined. It should be noted that the xience v instructions for use (IFU) instructs the user that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The lack of pre-dilatation does not appear to have contributed to the reported resistance with the guide wire as the sds never entered the anatomy. A review of the lot history record (lhr)and a query of the complaint handling database indicates there are no lot specific product quality deficiencies. A definitive cause of the inability to advance/retract the sds over the guide wire cannot be determined. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with al relevant information.

Event description:
Subsequent to the initial medwatch being filed, additional information was received: the xience v became stuck on the guide wire outside the patient anatomy, before it entered into the y-connector. The guide wire, which was engaged in the patient anatomy, was removed with the xience v as one unit; however, the same guide wire was used in the procedure without issue.

Event description:
It was reported that the xience v stent delivery system (sds) became stuck with the unicore guide wire during advancement to the right coronary artery lesion. The sds and guide wire were withdrawn from the anatomy as a single unit. After removal, outside of the body, the sds was removed from the guide wire and another xience v sds was successfully advanced over the same guide wire. There was no adverse patient effect. No additional information was provided.